Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 30mcg/day at a concentration of 200mcg/ml of fentanyl and a dose of 0.6mg/day at a concentration of 4mg/ml of hydromorphone via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the logs were interrogated and showed on (B)(6) 2016 a motor stall that recovered on (B)(6) 2016 and stalled again on (B)(6) 2016 with no recovery. The patient had not recently had an MRI. Stopped pump period may exceed tube set. Patient experienced increased pain and this was considered a sudden change.

Event description:
Additional information was received from a consumer. It was stated that the patient's first pump died and the patient's insurance wouldn't approve a pump replacement until (B)(6) of 2016. The pump was replaced on (B)(6) 2016. The patient inquired what had happened to the last pump and stated it was sent back for analysis. It was stated there was a manufacturer's representative at the pump replacement and it was believed they may have the pump that was removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient experienced withdrawal symptoms and an increase in pain. There were no known environmental/external/patient factors that may have led or contributed to the motor stall. As diagnostics/troubleshooting, a refill was done on (B)(6) 2016. According to the hcp's office staff, a motor stall occurred in late (B)(6) 2016 and again in (B)(6) 2016, which did not recover. No actions had been taken to resolve the issue at the time of this report. The hcp's office was in the process of authorizing a replacement. The issue was not resolved at the time of this report. Surgical intervention was planned but had not occurred or been scheduled yet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.